Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the clinic due to alerts for backup vvi. Patient did not experience any symptoms. Upon interrogation, it was confirmed the device was not in bvvi but an error message of erroneous parameter detected was observed. The device was restored to nominal settings.